Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the brachial artery. A 5x20mm armada 35 balloon dilatation catheter (bdc) was inflated once, using a non-abbott indeflator, at 20 atmospheres (atm) for 30 seconds; however, it failed to deflate after holding negative pressure for about 20 seconds. The bdc was again inflated to 20 atm and the balloon was able to deflate; the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.